Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide after an interventional chronic total occlusion procedure. Reportedly, there was no suture present when the plunger was removed. When attempting to retrieve the device, the lever was returned to its original position; however, the device was stuck. The lever was lifted and closed again but the device remained stuck. It felt like the device was falling apart. A cut down was performed to retrieve the device. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.